Event description:
Impedance undefined. Verified a connection problem, can see on xray that the setscrew was not in the center. "Think the problem must be production site that the screw not fits as well."